Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "pink rubber (ultrasonic probe) chipped" malfunction could not be identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasonic gastrovideoscope pink rubber has a cut in it. The issue was found during reprocessing. There were no reports of patient harm associated with the event.